Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported during post market survey that some of the customer's etco2s had error code 570.6200 during device set up. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported during post market survey that some of the customer's etco2s had error code 570.6200 during device set up. There was patient involvement but no harm.